Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: "large cell anaplastic non-hodgkin's lymphoma." Date of alcl diagnosis: unknown.

Event description:
Patient representative reported "large cell anaplastic non-hodgkin's lymphoma on the side that was textured and [the patient] went into admission for that." Patient "just...re-diagnosed...[physician] removed the [textured] implant and there's cancer all around the implant." Device has been explanted. This record is for an unknown side. No pathological markers have been confirmed.